Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified corrosion on the battery contact pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified through visual inspection. The device was found out of specification in relation to the reported problem of the device turning on and off which was unable to be reproduced. The cause was determined to be corrosion on the battery contacts due to fluid intrusion which caused an intermittent connection between the pump and battery module. Due to the received condition of the device, it has been determined to be unable to be repaired. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "keeps going on and off." There was no known patient injury or medical intervention associated with this event. No additional information is available.